Manufacturer narrative:
Supplemental report submitted to correct h10.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 29mm sapien 3 ultra resilia valve. As reported, during deployment, valve was deployed slowly with reduced volume because the physician felt there was too much tension and decided to stop inflating. Asymmetrical inflation was noted. The approximate inflation time was 3 seconds. The device was not torqued during the procedure. There was no damage seen on the delivery system, stopcock before or after the removal. There no fluid loss noticed. The patient was stabilized while off pacing. Then, due to the lack of volume and underinflation, the decision was made to slowly do a second inflation to try to get more volume into the valve. After this the patient's pressure dropped and an effusion was noticed on echo. A drain was put into the pericardial space to drain the effusion. The patient was transfused with his own blood. No device deficiencies were alleged by the initial reporter. There was no withdrawal difficulties with the delivery system and/or sheath. The perceived root cause of the hematoma was reported to be calcium. The valve was successfully implanted, and the patient was in stable condition post-procedure.

Manufacturer narrative:
Supplemental report submitted to include additional information. Updated d4: model number, lot number, expiration date, and UDI. Updated h4. Corrected: h6 - component code. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of inflation difficulty was unable to be confirmed as no device or relevant imag ery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not reveal any manufacturing non-conformance that would have contributed to the complaint event. A review of the IFU /training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during deployment, valve was deployed slowly with reduced volume because the physician felt there was too much tension and decided to stop inflating. Asymmetrical inflation was noted. The approximate inflation time was 3 seconds.'' In this case, review of the provided 3men sio report revealed bicuspid aortic valve with a ''heavily calcified raphe between the lcc/rcc''. Patient-specific anatomical factors, such as a bicuspid valve and severe calcification, can constrain the delivery system balloon during deployment, impede flow rate, and may contribute to asymmetrical inflation. As such, available information suggests that patient factors (bicuspid valve, calcification) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventive is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06923.